Event description:
A 6fr sheath was inserted into the right femoral artery. It was noticed that the sheath had a small hole in the valve area after it was in the patient. Upon pull back it started squirting. The sheath was then removed and replaced with another one out of the same lot. The case was delayed due to this issue and patient outcome was good.